Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg was unable to communicate with the charging system and programmer was unavailable to troubleshoot. The patient reports she last received stimulation approximately a month ago. Follow up information identified the patient underwent surgical intervention at an unknown date. Where the ipg was explanted. He patient underwent surgical intervention on (B)(6) 2016 to implant an ipg and therapy has resumed.